Event description:
Two foleys were placed but the balloons did not hold sterile water. After removed balloons were re inflated and holes were found in the balloons. The third one was placed and worked. Both had the same reference and lot number. Reference# uro1758165, lot# 25kbj023, exp:11/30/2026.